Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 064) issue. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. This report is made under the requirements of the medical device reporting

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 03/23/2015 with the following findings: the alarm history showed one call service alarm on (B)(6) 2014. The returned battery cap and a test cartridge cap were used to complete the investigation. The ¿ez-prime¿ steps were performed correctly and no call service alarms or any other related warnings occurred during the investigation. Product analysis was unable to duplicate the initial complaint. The cover was removed for further investigation and there was no intermittent condition found to the motor flex/assembly. Unrelated to the initial complaint, the battery compartment was found to be cracked at the case seal. The display contrast was dim and pinkish.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).